Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 67 mg/dl while wearing the pod longer than 48 hours. The patient stated that the felt numbness on there tongue so they went to the ER (emergency room) to rule out stroke. The patient has high blood pressure and is pregnant. At the ER the patient went through an MRI, x-ray, EKG and routine labs. The patient was released two days later. The pod was worn when seeking medical attention. The old pod was disposed of.